Event description:
It was further reported that on (B)(6) 2012, the patient was diagnosed with meningeal encephalitis. On (B)(6) 2013, the patient was hospitalized. At the time of the event, the patient was not taking aspirin and other antiplatelet medication. Last intake of the medications was noted on (B)(6) 2012. After 14 days from admission, the patient died due to meningeal encephalitis.

Event description:
(B)(4) clinical study. Same case as 2134265-2013-02539. It was reported that following a coronary artery stenting treatment procedure, the patient expired. The target lesion was a de-novo long lesion with total chronic occlusion extending from proximal right coronary artery (rca) to the distal rca with 100% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of two overlapping 2.25 x 32 mm taxus liberte stents. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient expired of an unknown cause. Records have been requested and no further information is currently available.

Event description:
It was further reported that subsequent to a coronary stenting treatment procedure, cardiac/respiratory distress occurred. On (B)(6) 2012, the patient developed complaints of intractable nausea, vomiting and vertigo. On (B)(6) 2013, the patient presented with altered mental status, confused state, dizziness with frequent falls and intractable vomiting when the subject moved or stood. The patient had a glassy eyed stare and right side oral droop, and was hospitalized on the same day. Computed tomography (CT) brain scan (w/o contrast) performed revealed mild chronic micro vascular ischemic disease in age-appropriate volume loss and mild bilateral basal ganglia lacunar infarcts. Electrocardiogram (ECG) was performed and revealed left ventricular hypertrophy with qrs widening. One day from admission, electroencephalogram (eeg) performed revealed diffuse slowing consistent with encephalopathy. Magnetic resonance imaging (MRI) brain (without contrast) performed revealed mild age-related volume loss and bilateral foci likely chronic white matter micro vascular unchanged ischemia. Neurological consultation performed suggested encephalopathy likely to be related to metabolic and infectious etiology. Three days from admission, the patient's speech was incomprehensible and did not respond to the verbal questions and commands. Five days from admission, infectious disease consultation was performed and positive (B)(6) nasal colonization was noted. Six days from admission, peripherally inserted central catheter (PICC) line was placed and subject was treated with intravenous (IV) antibiotics and antivirals. Lumbar puncture (with fluoro) was performed and revealed clear cerebrospinal fluid. The patient's clinical status was progressively declining who was less alert and displayed agonal breathing. Twelve days from admission, the patient was moaning with mild labored breathing. The patient had unmeasurable amount of coffee ground residual emesis which worsened to dark brown and was under a "do not resuscitate" (dnr) state, 13 days from admission. Comfort care measures were initiated. Fourteen days post admission, the patient was noted to have labored breathing and appeared to be in cardiac/respiratory distress; the patient's condition deteriorated and was pronounced dead on the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. The complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'anticipated procedural complication' as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).